Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, noise was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no patient consequences throughout.